Event description:
It was reported that during a scheduled insertable cardiac monitor (icm) device implant procedure the physician believed they had implanted the icm device. Initial device amplitude checks provided the icm device was functioning as intended. After the procedure the boston scientific representative attempted to pair to the icm device for setup but were unsuccessful. An x-ray was performed and found the icm device was not implanted. The boston scientific representative concluded the device had never left the insertion tool. Initial device amplitude checks were result of the boston scientific representative mistakenly connecting to a different previously implanted icm device in the area. Another procedure was scheduled and the patient has been successfully implanted with another icm device. Device has not been returned. No adverse patient effects were reported.